Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the fox sv ruptured at 10 atmospheres in the heavily calcified left superficial femoral artery during the first inflation. The fox sv was completely removed from the pt. A second fox sv was used to complete the procedure. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.